Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.device was used for treatment, not diagnosis.h10 additional narrative:e3: reporter is a j&j employee.h4: the device manufacture date is currently unavailable.investigation summary ==> the complaint device was received at the service center and evaluated. Analysis performed in accordance with vapr vue service manual document. Broken insert was noticed. Repair will require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold.as part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications.the faulty parts was identified as the root cause for the device failure during the service evaluation.additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.at this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.UDI:(B)(4).

Event description:
It was reported by the service center that during preventative maintenance on an unknown date, it was discovered that the vapr vue wireless footswitch device was chipped/shaved/delaminated. The event was not related to surgery. There was no procedure nor patient involvement reported. No additional information was provided.